Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was 500 mg/dl due to an issue with no delivery alarms. The customer declined troubleshooting for these issues. The insulin pump will not be returned or replaced at this time.